Event description:
It was reported that on an un-specified date, two promus stents were implanted in the mid left anterior descending (lad) artery. Angiography was performed on (B)(6) 2013, and revascularization of the mid lad was performed on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of myocardial infarction, ischemia, nausea, and angina are listed in the electronic promus everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the previous medwatch filing new information received stated that on (B)(6) 2011, the two promus stents were implanted in the mid left anterior descending (lad) artery, and the patient was discharged the next day. On (B)(6) 2013, the subject experienced the event of unstable angina and possible myocardial infarction. Upon presentation, the patient was experiencing nausea, vomiting and chest pain with enzyme elevation and ischemia. The patient reported she had acute onset of nausea and vomiting with multiple episodes, which began the evening prior to her presentation to the emergency room. In the emergency room, she was given morphine and her pain subsided. On (B)(6) 2013, an EKG performed revealed sinus bradycardia at 56 bpm. On (B)(6) 2013, the subject underwent cardiac catheterization and received a drug eluting stent to mid-lad. The event was resolved and the patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The date of implant is unknown; therefore, this has been estimated as (B)(6) 2012. There was no reported product deficiency. The reported patient effect of restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.